Manufacturer narrative:
(B)(4). Results of investigation: the suspect faulty front panel was returned for evaluation where the reported event was unable to be reproduced, however there was visible water ingress into the resistive touch screen which can cause the touch screen to be unresponsive. This failure is part of an internal investigation.

Event description:
The customer stated that this unit has a malfunctioning touch screen. There was no patient involvement at the time of the incident.